Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the physician attempted to apply force to the device, the stent got deformed. The device was removed from the patient's body. The procedure was completed with another 3.00x38mm synergy¿ stent with the support of a micro catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found central stent damage. Stent struts were damaged, lifted and bunched in the centre section of the stent. The crimped stent od (outer diameter) of the undamaged proximal section was measured and the result was is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The tip was visually examined and slight damage noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the physician attempted to apply force to the device, the stent got deformed. The device was removed from the patient's body. The procedure was completed with another 3.00x38mm synergy¿ stent with the support of a micro catheter. No patient complications were reported.